Event description:
There was an allegation of questionable lithium results from the cobas c 503 analytical unit. Example 1 initial result was 1.73 mmol/l. The repeat results were 0.958 mmol/l and 0.972 mmol/l. Example 2 initial result was 2.0 mmol/l. The repeat result was 0.845 mmol/l.

Manufacturer narrative:
The reagent lot number was 839646. The expiration date was not provided. The field service engineer replaced and adjusted the sample and reagent probes. He replaced a solenoid valve and a check valve and adjusted the volumes in the cuvette. He ran qc, which was acceptable. The investigation determined that the service actions resolved the issue.